Manufacturer narrative:
H3: product ID# 97715 serial# (B)(6) was returned for analysis. Analysis found no significant anomalies. Product ID 977a260 serial# (B)(6) was returned for analysis. Analysis found the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Product ID 977a260 serial# (B)(6) was returned for analysis. Analysis identified that the conductors were broken 20.8 cm from the distal/proximal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  there was lead migration at some unknown time since implant of the percutaneous system and there was no stimulation from device. The patient was active which may be a possible factor for lead migration. X-ray imaging was done to see lead migration. The patient stated they had difficulty charging the ins. The ins and remote were both dead and needed to be charged. The remote was plugged in for 1 hour and got to 50%. It was attempted to charge the ins but continually received the error message that the ins was not able to be found. The physician decided to move forward with the lead revision by cutting the leads to the ins and wrapping the ins in a sterile saline soaked towel.  Midline incision was made and removal of percutaneous leads was successful. T10 laminectomy was performed to place the 5-6-5 paddle lead at the top of t8, but due to scar tissue the paddle lead was only able to reach the top of t9. While the laminectomy was being performed it was attempted to  charge the ins multiple times but was unsuccessful so a replacement of the ins was considered necessary. 5-6-5 paddle connectors were tunneled to the pocket and successfully attached to the new ins. The issue was resolved at the time of report.